Event description:
Physician reported, that the pt developed a granuloma at the punctum. The plug was removed in 2007. The physician reported, the pt was fine after the removal of the plug. The pt's weight was not reported.

Manufacturer narrative:
No additional info is expected.